Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 834f75 with monoject limited volume syringe and non-edwards contamination shield. The balloon was found to be ruptured. The ruptured edge did not appear to match up. The catheter had a kink located 87cm proximal to the distal tip. The location of the kink was aligned to the tip of the clear tubing in the proximal connector of the non-edwards contamination shield. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from the catheter body and the returned syringe. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of "ruptured balloon" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a swan-ganz catheter ruptured during use in a (B)(6)-year-old male admitted to the ccu with worsening heart failure that required intra-aortic balloon pump (iabp) with extracorporeal membrane oxygenation (ECMO). Per the customer, the rn obtained the swan-ganz catheter values and after wedging, blood was noted in the balloon syringe. The catheter was removed. There was no patient injury. On follow-up for patient status, the patient was s/p iabp, off ECMO, and on impella awaiting orthotopic heart transplantation (oht). His condition was not reported to be related to this event. The lot number is unknown.